Manufacturer narrative:
The report of pump stoppage events and low voltage alarms was confirmed based on the evaluation of the returned system controller and the submitted log file. The evaluation of the returned system controller revealed that the outer jacket insulation on the system controller¿s black power cable had a damaged area with the braided shield exposed. Movement of the black power cable, while the system controller was connected to the power module, caused an interruption in pump function resulting in the hazard alarms. The evaluation of the black power cable revealed compromised internal wire conductors underneath the damaged area of the grey outer jacket. The insulation on the internal conductors appeared burnt consistent to an electrical short between the internal conductors and the braided shield (ground). The evaluation of the returned system controller could not determine a specific mechanism that contributed to the black power cable becoming damaged. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years from the date of issue to the patient. The system controller was returned for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was working outside trimming bushes with a corded tool on (B)(6) 2016. The patient heard a series of audible beeps and reportedly, when looking down at the system controller, no lights were visible. The patient contacted the implanting center due to continued intermittent beeps and was instructed to replace the system controller. During the exchange, reportedly, one of the two batteries attached to the system controller had no lights on the fuel gauge. The patient successfully completed the system controller exchange and attached two new fully charged batteries which cleared all alarms. The patient was reportedly stable and was admitted for 23 hour observation. Review of event history data revealed that the pump appeared to have been off for a short period of time. Review of the submitted system controller log files by the manufacturer's technical services representative revealed a pump stoppage event correlated with low voltage. A system controller reset due to a complete loss of external power was recorded followed by low speed alarms and then a driveline disconnect event. A second log file from the patient's replacement system controller and driveline x-rays were submitted to the manufacturer's technical services representative for review. The log file contained no abnormal alarms since the system controller exchange. The x-rays contain some shield stretching near the connector end bend relief, however, the reported events appeared related to loss of external power. The patient would be monitored.